Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received showing an acute drop in sensing resulting in multiple vf and non-sustained vt episodes to be observed. Diagnostic imaging revealed the lead to be dislodged resulting in the patient receiving multiple inappropriate shocks. Lead was replaced.